Event description:
It was reported that there was a revision due to dislocation.

Manufacturer narrative:
Therapy date: (B)(6) 2022. The manufacturer received x-rays and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00149; 0009613350-2022-00151; 0009613350-2022-00152.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Images of ap x-rays of the left hip + pelvis were received, with one of the x-rays showing the hip in internal rotation. The femoral head doesn't appear to be dislocated or show any signs of dislocation in these x-rays. No conspicuousness can be seen. Based on the investigation and received x-rays, the reported event of dislocation cannot be confirmed. Based on the given information and the results of the investigation, unable to identify a specific root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.